Event description:
The user facility reported that during a bronchoscopy, the physician felt the bronchoscope control cable "snap" during the withdrawal, and the tip of the bronchoscope became stuck in a retroflexed-position. The device was said to later deflect into a complete loop below the vocal cords, and could not be pulled back through the cords without excess force. The users summoned additional clinical staff, who were able to straighten the bronchoscope using a laryngoscope, forceps and loop (models unk). After removing the bronchoscope, a pediatric fiberscope was used to inspect the pt's larynx and trachea, which was said to be consistent with routine bronchoscope findings, and there was no blood loss associated with the procedure. The pt was said to have received dexamethasone following the procedure to minimize laryngeal edema. The physician further reported that as a result of this malfunction, an endobronchial ultrasound transbronchial needle aspiration portion of the procedure was cancelled. The pt was discharged the same date of the event, and is reportedly doing well.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found no problem with the upward and downward angulations. The bending section cover was found leaking due to cuts. In addition, the c-body was found detached due to a loosened screw. There was an unidentified white residue found on the coil holder. The device will be forwarded to the original equipment MFR for further investigation. If additional significant info is received, this report shall be updated. This report is being submitted as an MDR in an abundance of caution.